Event description:
A doctor reported that a leakage was found coming from the connection between a yume set and the transfer set. The transfer set had been in use for 7 days. Both the yume set and transfer set were requested for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was received and evaluated. A visual inspection was performed, and no issues were noted. Leak testing was performed with no issues noted. Clear passage testing was performed with no issues noted. A clamp function tet was performed with no issues noted. The sample did not confirm the reported problem.